Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user's daughter reported that the user was transported to the emergency room (ER) by emergency medical services (ems) due to high blood glucose (bg) levels. The user had changed infusion set supplies the previous day, and it was suspected that the needle cover was not removed prior to insertion, preventing proper cannula placement. Ems was called in the morning when the user's bg measured 496 mg/dl. Ems provided fluids before transporting the user to the ER, where they awaited hospital admission. No backup therapy or ketone testing was performed prior to ems intervention. The user remained hospitalized from (B)(6)2025 and was treated with intravenous (IV) fluids. There was no immediate or long-term health effects reported. As of the latest update, the user had not resumed using the ilet system.